Event description:
The hemodialysis center described the event as a brady cardic arrest about 60 seconds into the pt's hemodialysis treatment. The pt was connected to a baxter system 1000 hemodialysis instrument.